Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the high 300's (mg/dl) and it was addressed by changing out the site. Reportedly, the cartridge had been in use for 3 days with humalog insulin. A system check with tandem's technical support indicated that the pump and cartridge functioned as expected. It was noted that there may have been a possible bad site.